Event description:
The customer reported that the "machine shows reading even the probe was not tied in the baby's hand (or) foot. Even died baby's it shows reading."

Manufacturer narrative:
The radical 7 involved in this event was returned for evaluation. The returned device passed all testing including a visual inspection and functional testing with a known good sensor. The returned device was confirmed to be functioning as designed. Attempts for the return of the sensor as well as additional information requests have been made in order to identify the sensor involved in the reported event. As of the date of this report, the sensor has not been received by masimo to allow for an analysis to be performed. If new information is obtained, a follow-up report will be submitted.